Manufacturer narrative:
G4: 27aug2020. B4: 16sep2020. The customer decided to contact a third party company to have the unit repaired. No additional information was provided on what repairs were performed. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jun2020 b4: (B)(6)2020. The manufacturer¿s international service technician confirmed the reported issue. Primary audible failed alarm was observed. The customer has not approved to repair the unit at this time. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jun2020 b4: (B)(6). Usage of device: reuse submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported alarm failure. There was no patient involvement.